Event description:
It was reported that a malfunction alarm occurred in a customer's pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the pump was not returned and the complaint was subsequently closed.